Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the device was out of warranty and no repair has been performed. No further information provided.